Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: during the first intended use of the bronchoscope on (B)(6) 2025, it was discovered that the deflection control was not functioning. As a result, the surgeon was unable to perform the bronchoscopy, and the procedure could not be carried out. The procedure will need to be rescheduled. Due to the fact that the surgery had to be cancelled, this case is deemed reportable.